Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day following the implant of this transcatheter bioprosthetic valve, after the implant procedure was completed, the patient was bleeding from both legs after returning to the room. The perclose had gotten caught in the calcification in the right leg. The calcification in the patient's left leg was already severe, so a chronic dissection may have occurred. Surgical treatment was performed. No additional adverse patient effects were reported. Additional information was received that the access site for the delivery catheter system was the right femoral artery with a minimum diameter of 5.3 mm.

Event description:
Medtronic received information that on the same day following the implant of this transcatheter bioprosthetic valve, after the tavi procedure was completed, the patient was bleeding from both legs after returning to the room. The perclose had gotten caught in the calcification in the right leg. The calcification in the patient's left leg was already severe, so a chronic dissection may have occurred. Surgical treatment was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.